Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. We received an extra sample that does not belong to this complaint (B)(4). Received a sample of w8844; lot# qhbesl. 1. Does this device belong to this complaint? 2. If not, could you please clarify if this device belongs to a different complaint? If so, please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary ==> the product was returned to ethicon for evaluation. One open box with six unopened samples was received for analysis. Product code w8844. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. Additionally, a photo was provide and it showed one empty labeled winding former, a filament of suture and a needle suture. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Please provide details for each of the involved devices. The suture break during the aorto-femoral bypass procedure ¿ directly during the aorto anastomosis. The patient was not impacted, the rupture was intra-operatively solved, the rupture suture was replace by new one. However to do the anastomosis again prolonged the or time. The rupture of the suture was the filament rupture was longitudinal and into several thin filaments. Please see the picture. Were there any patient consequences? The procedure was prolonged by suturing anastomosis again. No direct impact to patient so far. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) not possible to provide due to gdpr. Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. Products will be shipped with a delay, rmao will be updated. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported that the suture rupture during surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returne device. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: we received an extra sample that does not belong to this complaint pc-(B)(4). Received a sample of w8844; lot# qhbesl 1. Does this device belong to this complaint? No, reported was only samples w8844 lot#sebcmj. 2. If not, could you please clarify if this device belongs to a different complaint? If so, please provide the complaint number. No,there was no other lor reported in 3-0 size. The second lot# qhbesl was probably mixed by mistake in the hospital to one box 3. If the device was not reported before, please provide more details of device malfunction. No other lot in this size to be report. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it. Confirm, that the lot# qhbesl was not included in other complains.